Manufacturer narrative:
Operator of device is unknown; no additional information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Initial visual examination of the catheter assembly displayed kinking in the catheter tube with no evidence of catheter securement issues or bevel tip irregularities. Magnified examination of the catheter assembly displayed evidence of a "v"shaped tear in the catheter tubing above the catheter hub nose. This "v" shape incision is consistent with a catheter wall penetration by the cannula as a result of a redirect during deployment and not the result of a manufacturing nonconformance. The root cause of the reported issue was found to be due to a variation in insertion technique. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the needle came out the side during insertion. No patient injury was reported.